Event description:
Information was received that during use of this smiths medical cadd legacy pca pump, the pump exhibited ?air in line" alarm. It was reported that the customer confirmed the pumping tube was accurately aligned and attached to the pump and no air bubbles were detected. No patient consequences were reported.

Manufacturer narrative:
Device evaluation: one cadd legacy pca pump due to detecting an air in line error. An air in line" message was detected in the event log. Functional testing was performed. The customer's reported problem was confirmed. It was found that the air detector is not operable when tested during the investigation. The air detector will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.